Event description:
Device has been explanted.

Manufacturer narrative:
Device evaluation: a visual analysis of the returned device identified crease folds, wear/abrasion, a void >1 mm in the non-textured area and one curved opening. A microscopic analysis and leak test were performed which identified one curved, striated opening. Based on the device analysis the final assessment is: one opening striated in the side anterior assessed as surgical damage.

Event description:
Healthcare professional reported "left side deflation¿. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported "left side deflation¿. Device remains implanted.